Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). The device history record (DHR) for the disposable cuff with plc and protective sleeve, 24 in. (61 cm) - sp, sb, part number 60707515400 and lot number 28900932, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during operation the disposable cuff started to leak. The event occurred during surgery, and there was a 0-15 minute surgical delay. No harm/injury was reported beyond switching to a reusable cuff. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during operations, the disposable cuff started to leak air. No adverse events were reported as a result of this malfunction.